Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer reported blood glucose (bg) level was 189 mg/dl. Reportedly the customer has manual injections as alternate insulin therapy.